Event description:
It was reported the pt's scs ipg turns on randomly unintendedly. The pt also experienced inconsistence stimulation. Subsequently, the scs system was explanted. Explant info was reported in related MDR (ref MFR report # #1627487-2014-05137).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.